Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received three appropriate treatments and an inappropriate treatment. The device was started up at 20:39:53 on (B)(6) 2025. At 21:34:24, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 21:35:33, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 21:36:10, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. At 21:36:47, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 21:37:23, the patient received the inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. Post shock rhythm was sinus tachycardia @ 100 bpm with pvcs and CPR/motion artifact. The electrode belt was disconnected at 21:39:02 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.